Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiration date: 03/2021).

Event description:
It was reported that the introducer sheath was already damaged when the kit was opened. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: two peel-apart sheaths with dilators were returned for evaluation. One of the sheaths was returned peeled, this sheath/dilator set were used to complete the procedure and are not associated with a complaint. The other sheath and dilator set were noted to have a slight bend. A crease mark was noted approximately 1.8cm from the distal end of the sheath and damage was noted to the dilator tip. Based on the findings, the investigation is confirmed for the reported introducer sheath damage, specifically due to a damaged dilator tip. It is likely that the identified dilator tip damage contributed to the reported sheath damage, as the dilator was returned inserted in the sheath. However, the definitive root cause for the damage could not be determined based upon available information. It is unknown whether procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiration date: 03/2021). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the introducer sheath was already damaged when the kit was opened. There was no reported patient injury.